Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the patient's surgeon, the patient experienced necrosis of skin flap, subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed november 29, 2016.